Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Device would not pick up rf telemetry despite antenna plugged in. Normal interrogation could be performed with the wand only. The patient will be monitored with routine follow-up.